Event description:
It was reported to philips that the heartstart mrx defibrillator gave advice to shock on an unshockable rhythm. The device identified sinus tachycardia as ventricular fibrillation. There was no negative pt impact.

Manufacturer narrative:
(B)(4).